Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor completed infusion 13 hours later than the scheduled infusion time. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d10, h4, h6, and h11. B5: the device contained an unspecified chemotherapy drug. H4: the lot was manufactured between february 1, 2023 ¿ february 2, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a device with an empty bladder was observed; there was no evidence of residual fluid. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.